Event description:
It was reported that there was a revision cranioplasty and peek implant removal on (B)(6) 2014 due to patient pain. The patient had three peek implants inserted on a cranioplasty procedure on (B)(6) 2013. The patient came in approximately six to eight weeks ago complaining of pain from the right-side implant. The surgeon took a computerized tomography (CT) scan and did not see anything wrong with the implants, but decided to take all the implants, plates, and screws out to see if it would alleviate the pain issue. The explant procedure was complete successfully and it was noted that the fixation of the implants seemed stable and surgeon removed devices easily. The patient is doing well. There was no delay in surgery time. This is report 14 of 16 for (B)(4).

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.